Event description:
The following information was provided: the mako scan came back with an unusual view. The plan rather than looking at an ap pelvis displayed what looked like an inlet view of the pelvis with an ap view of the femurs. With the cup inclination and version set to 40 20, it did not look correct. It looked very anteverted. When we adjusted inclination and version on the planning page it did not move the implant in the correct plane. The surgeon said the patient had a fixed flexion and thought the cup looked good on the plan at 50 inclination and 1 version. I recommended that we did not use the plan or the robot for this case. The surgeon wanted to proceed even though I advised against. We reamed and then changed the inclination and version to 45 10 for impaction. We impacted the cup with the robot. On trialling the surgeon decided he needed more version so took the cup up and re-impacted it manually. Tha 4.1/(B)(6).